Manufacturer narrative:
Eval completed. One opened bl5425w pack from lot v3847 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution and what looks like dried blood visible in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. After about 1 minute of cutting the inner needle stopped retracting from the port window preventing cutting and causing the aspiration/vacuum to diminish. The cutter was not functioning as intended. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during the procedure the cutter stopped cutting. They opened another pack to complete the surgery with no issues.